Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented during follow-up in-clinic. Upon review, the patient's implantable cardioverter defibrillator exhibited myopotential over-sensing. Programming changes were made. The patient was stable.